Event description:
It was reported that a foreign material was noticed. During introduction, a 3.00mm x 20mm maverick balloon catheter was used to advance over a pt graphix guidewire and some resistance was noticed. After withdrawal of the balloon catheter, some reddish material was found on the guidewire. Procedure was completed with this device and using another maverick balloon. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).